Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip from outer sheath fell off from main shaft inside patients bladder. Surgeon used biopsy forceps to remove the separated part of the instrument from the bladder.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The examination revealed that the tip at the distal end had detached from the shaft.the detachment is likely due to the age of the item. According to the lot number, the device was manufactured in july 2004, making it over 20 years old at the time of the event (december 11, 2024). Given its age and repeated reprocessing cycles, it is concluded that the connection between the shaft and the tip gradually weakened, eventually leading to loosening.additionally, the examination identified an impact mark and deformation (the shaft is no longer straight), which may have further contributed to the loosening.the instructions for use and reprocessing guidelines emphasize that such issues can be prevented through proper handling and regular visual inspection for signs of damage and corrosion the event is filed under internal karl storz complaint ID: (B)(4).